Manufacturer narrative:
(B)(4). No additional information is available at this time. A follow-up report will be submitted upon completion of the returned product evaluation.

Event description:
A product problem was reported for a gem2754 microvascular anastomotic coupler. It was reported that the black part of the applicator came off its spring so it could not close the coupler rings together. Another gem coupler was used to perform the anastomosis. An additional five minutes of ischemia time was reported. The patient is reportedly well with no adverse outcomes.

Manufacturer narrative:
(B)(4). The DHR was obtained and reviewed for incoming supplier lot spg # 169013 for 3.0mm jaw assembly. The lot passed visual and functional inspection. The coupler separation force and ring retention force test results were within specification. One hundred percent functional alignment testing was performed on each device during the manufacturing process. In addition, 100% visual inspection for broken or missing parts was performed. The released product met specification. One coupler device with one loose ring, one broken wing jaw and the partial jaw assembly with the ring in the right jaw was returned for evaluation. The left wing jaw is broken. The left ring is loose with a bent pin. The right ring had been partially replaced into the wing jaw facing backwards. Upper section of broke wing jaw hinge and lower section of wing jaw hinge had no evidence of any large voids. The loose ring has one bent pin. There is evidence of contact from the pins of the other ring. The marks created from the tips of the pins on the other ring are not aligned with the holes on this ring. No functional testing was performed. The jaw assembly was reported to have broken when the jaws were brought together. It is unknown how the device was handled by the user. There are no other marks or damage, but the ring indicates that the rings were not aligned when they were brought together and there was a bent pin or some exertion on the rings that may have bent the pin and / or broke the jaw. No additional action will be taken at this time.